Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. Upon investigation of the actual device used in this incident, it was determined that the issue was related to the search filter being used on 1.7 es version with the all-available patients screen. A technical support specialist provided the finding to the user to resolve the issue. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, after the upgrade returned users to the same patient profile screen. This causes the need to manually back out in order to begin pulling medications under a different patient. The customer stated that user was able to remove the medication from another station during the malfunction. However, there were no adverse events or injuries reported based on this event.